Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The download data indicates that the pod completed both its first and second priming sequences. Device ran for 55 pulses. No damages or defects were observed that would result in a needle mechanism failure. The root cause of the reported event could not be determined.d4 - model no changed from 14810 to 19191. D4 - lot no changed from blank l44898. D4 - catalog no changed from zxy425 to zxp425. D4 - expiration date changed from blank to 12/12/2020. D4 - unique identifier (UDI) # changed from blank to ((B)(4). G5 - PMA/510(k) # changed from k122953 to k162296. H4 - device mfg date changed from blank to 6/12/2019.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Using the pod 3/ page 32-33. Check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle did not deploy; indicating a needle mechanism failure. The patient's blood glucose levels were not affected and the pod was not worn.